Event description:
The release for examination has now been submitted and an investigation was carried out..same incident as medwatch# 3004721439-2025-00106 and #3004721439-2025-00108.

Manufacturer narrative:
Visual inspection: during the investigation, no significant damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in progav 2.0. Result: based on our investigation results, we can determine no functional deviations or other abnormalities on the product. The valve is operating within its specifications. The investigation of the return shipment is complete with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part of #fx804t) was implanted together with a m.blue and a shuntassistant 2.0 during a procedure performed on (B)(6) 2025. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. The release for examination has not yet been submitted. For this reason, an examination is still pending. Same incident as medwatch # 3004721439-2025-00106 and # 3004721439-2025-00108.